Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment of a device error; it was found that the red display wire of the device was pinched and exposed. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator presented with an error code at power-up. The external pulse generator has been returned for warranty repair. There was no patient involvement. It was further reported that the returned external pulse generator subsequently tested out of specification during manufacturer¿s analysis.